Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up visit in clinic, the device was found to be in backup vvi mode. Programming changes were performed. The device was functioning normally after the changes. Patient was stable during and post backup vvi event.